Event description:
A patient claims to have been using the autoject 2 for glass syringe when, during use, the glass syringe broke. The patient claims the needle broke off the glass syringe but the paitent was unable to locate the needle. Patient feels that the needle may have broken off in their arm. The patient claims to be experiencing the following symptoms, a red streak along their arm, a badly bruised arm, pain in their arm shooting up to their head, and the patient also claims that as a result of this their ms is acting up. The patient states they visited the ER where their arm was put into a sling and they were given a "script" for pain relief and antibiotics.